Event description:
A reposable suction cannula from a different manufacturer did not fit properly (screw on to suction irrigator tip) and air leaked causing the normal saline to have a weak spray and it spits. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).